Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right anterior tibial artery. The 2.5mm x 20mm sterling es balloon catheter was advanced. Inflation was performed once to 10atms. During the second inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).